Event description:
Customer discovered, while performing preuse checks, smoke started coming out of the pneumatics section. The ventilator was swapped out with a different ventilator and taken to the bio-medical dept.